Manufacturer narrative:
The customer¿s strips and meter were requested for return. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Relevant retention test strips (lot 368882) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant inr results with coaguchek xs meter serial number (B)(4) using test strip lot 39739323 when compared to a doctors coaguchek xs meter serial number (B)(4) using test strip lot 36888211. This medwatch will cover strip lot 36888211 used with the doctor's meter. Refer to medwatch with patient identifier (B)(6) for information on test strip lot 39739323 used with the patient's meter. At 10:00 a.m. The doctors meter using test strip lot 36888211 result was 3.1 inr and at 1:28 p.m. The patients meter result using test strip lot 39739323 was 2.3 inr. No medical treatment received based off the patient meter result. The patients therapeutic range is 2.0-3.0 inr and tests bi-monthly. The patient is fine.